Event description:
Dealer states on rollator model 65650 lot code mx110715 on order (B)(4) dated (B)(4) 2012 that the right brake assembly disintegrated when the customer went to put the brake assembly into the lock position.